Manufacturer narrative:
Initial reporter facility: the user facility address is not available, the corporate headquarters information was used instead. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes were used after the expiration date. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿material no.: 367861. Batch/lot: 7279896. It was reported the tube was used post expiration date. Customer is inquiring about extended stability and is wanting a letter."

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes were used after the expiration date. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿material no.: 367861. Batch/lot: 7279896. It was reported the tube was used post expiration date. Customer is inquiring about extended stability and is wanting a letter."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Letter was sent by bd technical service to customer regarding expired material. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.